Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. On one occasion the patient suffered a hypoglycemia with unconsciousness having a blood glucose level of 30 mg/dl. The user received a sugary drink from his wife and recovered afterwards.